Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during a transport, the internal battery failed after approximately 2 minutes. No patient consequences reported.

Manufacturer narrative:
The available information and the log file of the affected device provided basis for the investigation. The evaluation of the logged entries showed that during the time of event the device was in standby mode (no patient involved) and that the operating time was shortened while the device was running on the internal nimh battery which did not hold sufficient charge. This may happen due to reversible electrochemical effects within the battery when the device has not been operated on internal battery for a longer period of time. The alarm messages "battery low" and "battery discharged" were not being posted voltage-driven prior to battery depletion, but subsequent battery charge-discharge-charge behavior did meet the specification. In case of complete power loss (after depletion of the battery), the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.